Manufacturer narrative:
The analysis results found that the device have the cam broken. The instrument was returned empty. No functional test could be performed due to the returned condition of the instrument. An investigation has been initiated to determine the cause of this issue.

Event description:
It was reported that during prostectomy procedure, the clips would not advance. There were no adverse consequences to the patient. One device returning.